Event description:
It was reported that inflation could not be maintained on two, size 8 fen, fenestrated low pressure cuffed tracheostomy tubes. The first device was in use approx three days. On the second device, the reported inflation problem was detected during pre-testing when difficulties were encountered with the luer valve. The device was not used. There was one pt involved with no reported injury or compromise. One, 8 fen was discarded and one 8 fen is to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the MFR has not rec'd the 8fen device.